Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three patients allegedly sustained "pressure ulcers" as a result of using an opt542 optiflow adult nasal cannula.

Manufacturer narrative:
(B)(4). The complaint devices were not returned to fph in (B)(4) for inspection. Our analysis is accordingly based on the event description, additional information provided by the medical centre and our knowledge of the product. The opt542 optiflow adult nasal cannula is used to deliver humidified oxygen to the patients. The opt542 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The cannula is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt542 optiflow adult nasal cannula is shipped to the customer fully assembled. Based on the additional information we received from the medical center, the reported "pressure ulcer" sustained by the patients is most likely due to over-tightening of the headgear strap or the lanyard has not been used to support the weight of the breathing circuit. Our user instructions that accompany the opt542 optiflow adult nasal cannula indicate in pictorial format the accurate fitting and correct set-up of the cannula to the patient. The medical centre confirmed that the reported "pressure ulcer" had healed and the patients were already discharged.

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three patients allegedly sustained "pressure ulcers" as a result of using an opt542 optifllow adult nasal cannula.

Manufacturer narrative:
(B)(4). Date of this report and date received by manufacturer: patient # 1 - 01/03/2012; patient # 2 - 01/26/2012; patient # 3 - 01/26/2012. The complaint opt542 optiflow adult nasal cannulas are not expected to be returned to fph (B)(4) for inspection. We are currently in the process of obtaining further information from the medical centre to assist us with the analysis and identification of a possible root cause of the events as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.